Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was erroneous results. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "this is a report about higher-than-expected ca values. Ca values that are higher than expected have been frequently observed recently. We are using fujifilm's dri-chem for testing/analysis and we are making an inquiry about this matter to fujifilm as well."

Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Device manufacture date: unknown.